Event description:
The customer reported via phone call that the insulin pump experienced a blank display even after changing the battery. The customer's blood glucose was unknown. While troubleshooting, the customer confirmed that the insulin pump was bumped a couple of times but was not exposed to moisture. The customer stated that the battery compartment and the spring were neither damaged nor corroded. The customer was advised to insert a new aaa alkaline battery, but the customer stated that the display did not return. The customer was advised that the insulin pump needed to be replaced, to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No belt clip was received with the insulin pump. No unexpected blank display anomalies were noted. The insulin pump passed the displacement test and the off no power test. The operating currents were within specification. The insulin pump had minor scratches on the display window, a cracked case at the display window corner, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.